Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric sleeve procedure, they used a linear stapler and the reload were fired but the staples didn't close, only cuts. The reloads were changed to complete the procedure. There were no adverse consequences for the patient. One device was discarded.